Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distal augment trial post broke.

Manufacturer narrative:
Examination of the returned device confirmed the reported breakage. The device exhibits gouging suggesting the post was grasped by an unknown object. The damage suggests attempts were made to remove the device from the mating instrument with pliers or other non-recommended item. A search of the complaint database against product code (B)(4) finds no trend of breakage. The root cause is attributed to suspected misuse / technique. Based on the determination of user technique as the suspected root cause and no evidence of product error as a contributing factor, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.